Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na) on one patient sample. The customer indicated they had run the green rack maintenance before the shift. The customer also stated that calibration and qc looked good. The initial na result was 119 mmol/l, which was reported outside of the laboratory. The sample was repeated and generated a repeat result of 105 mmol/l. The repeat result was deemed to be correct and a corrective result was sent to the physician. There was no adverse event. The lot number and expiration date of the na electrode in use was requested, but the customer refused to provide this information. The field service representative found the instrument was in need of performing the green maintenance rack in order to refresh the ise electrode. After the maintenance, several primes were necessary to flush and condition the cartridges. He indicated the proper amount of primes were not performed and that a marginal calibration was accepted to run patients. He primed the ise mechanism several times, and successfully ran calibrations and controls without error.

Manufacturer narrative:
The investigation could not determine a specific root cause. Maintenance not being performed could be seen as a potential root cause but this could not be confirmed. Additional information for further investigation was requested but not provided.